Manufacturer narrative:
This is initial/final MDR report being submitted with associated MFR# 2954740-2017-00092 and 2954740-2017-00091. (B)(4). Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned by the end user/hospital before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. All location and measurement call-outs are approximate and for reference only. Both coils from the same complaint were returned with the coils unprotected and entangled, this unreported damage was not reported. Unreported damage as to why both introducer sheaths of both coil were not returned was not explained. Unreported kink on the dpu was found 67.0 centimeters off the proximal end was found. Coil¿s socket ring was found to have been pushed down inside the angle ring section. Coil damage was found. No manufacturing defects were found. The circumstances of how and when the unreported damage and how the missing product components occurred cannot be determined, however a portion of this unreported damage might have been during the end user post-procedural mishandling, cleaning, and packaging. The complaint of the coil being blocked in the unidentified microcatheter is not confirmed. The root cause of the reported failure cannot be determined due to the damaged condition of the coil and without the return of the introducer sheath. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during the embolization procedure a presidio10 cere 7mm x 30cm and presidio10 cere 6mm x 26cm and a coil were blocked in an unknown microcatheter. The procedure was completed using same like products. There were no adverse events. It was reported that the patient had a history of subarachnoid hemorrhage prior to the procedure. It was reported that the complaint products are available for investigation.